Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was part of a system revision due to infection and erosion. Reportedly, the patient was scheduled for debridement with the plastic surgery. There were no additional adverse patient effects reported. This s-ICD remains in service.